Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were no external/environme ntal/patient factors that may have caused or contributed to the ins heating, super high electrical pulse/shock, headaches/numbness/pain/buzzing, or ins not holding a charge. When asked what diagnostics/ troubleshooting was performed related to the ins heating, super high electrical pulse/shock, headaches/numbness/pain/buzzing, or ins not holding a charge they stated that someone met this patient in the office on (B)(6) 2024 and the doctor was aware. They noted that they had not spoken to patient since reporting the issue and the patient had not called them since the issue was reported.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that pt said that they had just charged the ins and the ins was buzzing them like crazy. Pt said that this hadn't been the easiest thing and that they were really upset about the whole thing. Pt said that they were having a lot of complications and that they wanted the trial device since they knew that the trial device worked. Pt said that the ins wasn't turned on until they went in and when they charged the ins, the ins got very hot like beyond hot like it was burning and pulling and they would get a super high electrical pulse and they were like numb from the middle of their head through their legs and arms. Pt said that they had called the surgeon who implanted the ins and they were told to call a rep for everything other than a problem with the incision site. Pt said that the rep was saying their complications/symptoms was from them still recovering from the implanting procedure. Pt said that the burning was very intense and that they always got some type of shock like the stimulation was turned up all the way but it was only at 1.0. Pt said that the trial worked and that the stimulation was up as high as in the 2's and low 3's. Pt said that they could only get one lead in during the trial but it worked. Pt said that they were trying to say no to having the ins implanted as they were being sedated. Pt said that they wanted their original ins (trial device). It felt like they were burning from the inside out from the ins battery. Pt said that they had a constant headache and that they would get migraines here and there. Pt said that the ins battery felt like it was on fire like they were lying on the hottest heating pad without a cover on it. Pt said that they took pain meds for two days and then they were done taking the pain meds since they didn't like taking pain meds. Pt said that they were in more pain now than they have ever been. Pt said that the trial was so different and they wanted the trial device. Pt said that the ins didn't hold a charge so they had to charge the ins frequently. Agent redirected pt to hcp to further address the reported issues. The rep later called in and said patient reported severe burning sensation at the battery site when recharging. Per rep there is no swelling at the implant site. Patient then reported overstimulation while recharging, that stimulation increases and it causes pain in both legs. The stimulation gave patient migraines as well. Finally, stimulation makes patient "severely sick". Turning stimulation down didn't help. Rep said he had her switch from one dtm group to another. There is no neurosense programming. Rep recom mended to patient to turn therapy off and patient is to see her managing hcp on monday to address this issue; someone from mdt will be at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.